Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator experienced an e433 temporary failure error. The issue occurred during receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Since strong voltage peaks may occur at the output transformer of the generator board, which can destroy the transformer, there is a chain of protection diodes (tvs diodes) on the relay board before the relay contacts, which are to suppress these voltage peaks. They can be configured for three different voltage ranges. When the device is started, this diode chain is tested for function by current flow when the voltage exceeds or falls below a specific value, which indicates high resistance (open) or short circuit (short). The error message e433 can therefore only occur when the device is started. From a technical point of view, it is not possible for the error message e433 to occur during operation. In general, it can be assumed that only one module is defective in the case of permanent error patterns. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.